Event description:
It was reported that during a carotid procedure, the recovery catheter would not advance through the stent; however, the recovery 2 catheter worked fine. The accunet filter basket was removed. No patient effects were reported.